Event description:
The customer reported that vasoseal was used following a diagnostic catheterization procedure on 10/23/1997. Two months later the patient returned to the hospital with something sticking out of groin site. The patient had a white plastic piece removed from the groin.